Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high out-of-range shock impedance measurements were found stored to this device during routine follow-up. Despite the high measurements, it was noted that shock impedance values had stabilized within normal limits and remained consistent with the patient in various positions/postures. Isometric testing, pocket manipulation and valsalva testing were performed without observation of noise. Right ventricular (rv) lead sensing and pacing thresholds were also found to be stable. The physician will continue to monitor the issue with increased follow-up frequency. No adverse patient effects were reported.